Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a heat exchanger leak. The user facility reported lot hx9667 is likely the lot number from this incident; although, they can not confirm. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.

Event description:
A sales representative reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the cassette during a transfusion. They suspected that the tubing had been used for several units prior to the leak. Additionally, a separate 3m¿ ranger¿ blood/fluid warming high flow set previously leaked a few months prior at the heat exchanger. No further information is available for that event. No injuries or medical interventions were required due to the alleged malfunctions.